Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E3: reporter is a j&j sales representative. UDI: (B)(4). Two photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon visual inspection of the photos, it was noted that two devices are in their trays, both devices show the anchor broken into two pieces. The broken pieces are still attached to the inserter. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the devices or product interaction during procedure; axial misalignment may occurred and consequently cause the anchors to break. As per the instructions for use inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in china that during a rotator cuff repair procedure on (B)(6) 2023 the 4.5 healix advance br w/ocord device anchor broke off and all broken parts were removed. Another 4.5 healix advance br w/ocord device was used and the same thing happened again. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the products were returned to mitek for evaluation. Mitek then conducted visual inspection of the devices received. Two devices with the same lot number were received and evaluated. Upon visual inspection of the first device, it was observed, that the device shows the anchor broken into two pieces. The broken pieces were still attached to the inserter. Partial parts of the anchor show foreign matter, presumably biological matter. The suture, shaft handle, as well as the inserter do not show structural anomalies. A manufacturing record evaluation was performed, for the finished device lot number and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected and released to approved specifications. Based on the visual inspection, this complaint can be confirmed. A root cause can be attributed to a procedural variables, such handling of the devices or product interaction, during procedure. Axial misalignment may occurred, and consequently cause the anchors to break. As per, the instructions for use, inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.